Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator failed the pressure transducer test and the expiratory valve test during pre-use check. (Puc) our field service engineer investigated the device on-site and replaced the expiratory valve coil to resolve the issue. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue. The replaced expiratory valve coil has been returned for investigation. It passed 3 pre-use checks. No issue was found during ventilation for 46 hours. The ventilator passed 3 pucs after simulated ventilation. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The conclusion is that the device failed to meet its specifications during the reported event and that the expiratory valve coil could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 1211920.